Manufacturer narrative:
Physio control performed an initial evaluation of the customer's device and verified the reported issue. The customer will be provided with a replacement device. The customer's device will be forwarded to our product analysis center for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device was showing a service wrench in its readiness indicator. During the initial device evaluation, physio control observed that the device had logged an event code in its memory which is indicative of the device potentially not detecting a shockable rhythm. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was further evaluated by physio control. After the error codes were cleared from the device error log it was confirmed that the device was able to recognize a rhythm and shock as intended. The device data was then downloaded and no codes were duplicated. Therefore the root cause of the reported issues could not be determined. The device was destructively tested.

Event description:
The customer contacted physio control to report that their device was showing a service wrench in its readiness indicator. During the initial device evaluation, physio control observed that the device had logged an event code in its memory which is indicative of the device potentially not detecting a shockable rhythm. There were no reports of patient use associated with the reported event.